Event description:
The customer called and reported the insulin pump was squirting out insulin during manual priming. Customer stated she experienced low blood glucose for about a month. During troubleshooting, the drive support cap appeared normal. The same amount of insulin was in the reservoir as was shown on the status screen. The insulin pump had not been exposed to a strong magnetic field. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.